Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).

Manufacturer narrative:
This device is classified as import for export; therefore, 510k is not applicable. Model: ec38-i10l-us is available in the USA with a 510k number: k131855. We checked the returned unit and confirmed that the nozzle gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the nozzle gluing. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the operation channel buckled, the bending rubber leak, the remote control buttons cut, the eog valve loosened, the light guide cable worn out, the angle wire ruptured, and the u/d and the r/l pulley wires ruptured; however, they are not the main cause and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the glue falls into the human body. Therefore, based on the technical report, "hr-rpt-0585(nozzle)" and/or the risk analysis results, it was evaluated to submit MDR.